Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed for delivery of an unspecified concentration of dopamine. The other channel was programmed for delivery of an unspecified concentration of heparin, at a rate of 2ml/hr and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed for proximal occlusion. At that time, the nurse removed the tubing set from the device and reloaded the tubing set into the device. Therapy was resumed using the same tubing set and device. After an unspecified length of time, the device alarmed for proximal occlusion. At that time, the nurse replaced the tubing set and the therapy was resumed using the same device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.